Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failure occurred, and the issue persisted even after a reboot. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. A field service engineer reseated the medicart cable and door board cables on the auxiliary tower and rebooted the station. The customer was asked to access the door, and no hardware errors were present, and no issues occurred. An open and close test was initiated using the hardware test application, and the test passed successfully. The system functioned as intended after the field service engineer repaired the device.